Event description:
The report we received from the field indicated that during a procedure to open up a chronic total occlusion in the left sfa, the atw wire fractured, and the tip of the wire separated. The tip could not be retrieved, as it remained in the subintimal space above the knee. The length of the separated tip segment was approximately 3 cm. The patient is not suffering any adverse effects from the tip being in the subintimal space. An outback catheter was being used in conjunction with this wire. The physician had bypassed the cto subintimally with a glidewire, and had then exchanged the glidewire for the atw wire and had advanced the outback to the subintimal space. After verifying the alignment of the outback, the needle of the outback was deployed and access was gained to the tru-lumen. Upon retracting the needle and attempting to advance the atw into the tru-lumen, resistance was met. The physician pushed and pulled the wire repeatedly, but could not advance the wire into the tru-lumen. At this point, the physician removed the atw, but upon removal it was noted that a 3cm portion of the wire tip had separated and remained in the subintimal space above the knee. As the physician considered this a limb salvage case, he attempted to use another atw wire of the same type to again try to gain access to the tru-lumen. Again, resistance was encountered when trying to get this second wire into the tru-lumen. After pushing and pulling repeatedly, the physician felt this wire might also break if he continued, and he withdrew this second wire. It looked as if it had possible begun to shear upon inspection after withdrawal. This wire is being reported as a malfunction, and the first as a serious injury. The outback catheter was inspected and no anomalies were noted. It performed as expected according to the report received.

Manufacturer narrative:
Please not that the third device code inserted (2204) refers to the second guidewire in the procedure, which is being reported as a malfunction.